Event description:
It was reported that pump displayed malfunction message in tandem source, and technical support explained that this indicated pump malfunction but that no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with completing reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction message appeared again.